Event description:
The vasospasm reported in this event occurred prior to and was treated before introduction of the devices in this procedure.

Manufacturer narrative:
Additional information has been requested, including the patient's age and weight. Should it become available a supplemental report will be submitted. The marksman and flow diversion device were returned for evaluation. As received, the flow diversion device was stuck inside of the distal segment of the marksman. For further examination, the marksman was cut to remove the flow diversion device. The microcatheter body was found to be separated into two segments 29.5 cm from the distal tip. The tubing material at the broken ends exhibited jagged edges, exposed braid, stretching and necking. The total and working length of the catheter were measured to be within specifications. The catheter tip and the marker band were examined and no damages were found. The catheter body was found to be accordioned at 17.0 cm to 31.5 cm from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel was able to pass through the catheter tip and hub with slight resistance and it got stuck at the damaged locations. Based internal investigation, the complaint was confirmed. However, the cause for resistance could not be determined. The broken ends of the catheter exhibited with stretching and necking which indicated that the catheter separated when exceeding the tensile strength of the tubing material. It is possible that the ¿severe vessel tortuosity¿ may have contributed to the reported ¿resistance¿ during delivery; subsequently causing the flow diversion delivery system and catheter to become stuck and damaged. The lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. All products are 100% inspected for damage and irregularities during manufacture. Per the marksman instructions for use (IFU), ¿discontinue delivery of the device if high force or excessive friction is encountered. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿

Event description:
Medtronic received a report that the tip of the marksman microcatheter fracturing during a flow diversion procedure. The marksman catheter's (a253561) tip fractured upon deployment of the flow diversion device. The physician was able to retrieve the entire system and try again with a new microcatheter and flow diversion device. Additionally, there was a vasospasm noted and the vessel was severely tortuous. There were no patient complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.